Manufacturer narrative:
The exposed portion of the cannula was found to be elongated. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula as intended. No other defects or deficiencies were identified during the investigation. Although the cannula was damaged the timing and effect of the observed damage was unable to be determined. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 36 and 48 hours.